Event description:
It was reported that the patient presented to the clinic for a routine follow-up. During the follow-up, a slightly red pocket was noted. The patient had developed an infection. The system was explanted and the patient was given antibiotics. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.